Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that the piston on their insulin pump would stop working after changing the reservoir. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced. The customer performed a displacement test but the issue was not resolved. The customer was advised to change their sets. The customer did not return the product back for analysis.